Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6)2020, then approximately 2.5 months later was surgically revised on (B)(6)2021. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer d10. Concomitants: 6556232 201-78-82 - collar fixation pin 2pk 40mm, quick release 6618204 02-020-11-0225 - truliant ps cem fem ps cem left sz 2.5 6630758 02-022-45-2525 - truliant tib fit tray cem sz 2.5f / 2.5t 6674199 200-07-35 - advanced patella 35mm 3 peg implant 6735227 201-78-89 - 3" drill bit, mod. Hex 2 pack 6735236 201-78-89 - 3" drill bit, mod. Hex 2 pack h6. Investigation results- the truliant device with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. There is no other information is available.